Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received hardware low level failures. The customer¿s blood glucose level was 187 mg/dl. The customer states they were able to clear the alarms. The customer stated that self test did not pass. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Hardware low level failures error are confirmed in device history file due to a broken trace at keypad assembly.